Event description:
It was reported that this patient with this right atrial (ra) exhibited atrial under-sensing. This ra lead remains service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).